Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 275cc breast implant was found to have a tear on the anterior view, measuring approximately 0.6 cm. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: unknown (blind unit). Manufacturer¿s reference number: (B)(4).

Event description:
On (B)(6) 2021, two 275cc mentor memorygel breast implants received by the mentor failure analysis lab that could not be associated with an existing complaint. Follow-ups were performed but no information was provided did not help associate the device with any existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, the return of a prosthesis is characteristic of a removal and replacement surgery. As a result, this will be conservatively reported to FDA. The date of explantation was (B)(6) 2021. This medwatch form is for the first of the two breast prostheses received.